Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced multiple episodes of hypoglycemia overnight, followed by a third hypoglycemic event at approximately 7:00 am, which resulted in loss of consciousness and seizures. The parents heard the pediatric patient fall and were able to treat immediately; despite not being alerted by the cgm sensor for hypoglycemia below 4.0 mmol/l. The parents treated the patient with baqsimi (glucagon) and called 911. Upon the patient's arrival at the emergency department, the pediatric endocrinology team was consulted. They reviewed the dexcom clarity data, which revealed a blood glucose level of 4.0 mmol/l at 7:00 am. Following a thorough evaluation of the clinical history, doctors identified two key contributing factors to the hypoglycemic episode: 1. Carbohydrate adjustment: the parents had administered a bolus of carbohydrates to counteract a rebound hyperglycemia after treating a previous hypoglycemic event. This, in turn, contributed to subsequent hypoglycemic episodes. 2. Discrepancy between cgm and capillary blood glucose: significant discrepancies were noted between the dexcom cgm readings and capillary blood glucose measurements on two occasions. Upon arrival at the emergency department, at 10:40 am, the cgm reading was 11.0 mmol/l, and the bg reading was 6.6 mmol/l. Given the recent administration of baqsimi and patient still having insulin on board, nurses and doctors attending anticipated a possible delay in sensor reading and decided to reassess the readings later when glucose levels were more stable. At 2:50pm, the cgm reading was 22.0 mmol/l with a stable trending arrow, while the capillary blood glucose was measured at 11.6 mmol/l. The sensor was recalibrated at this time. According to doctors assessment: the observed discrepancy between the dexcom cgm reading and the capillary blood glucose values likely contributed to inaccurate insulin delivery by the automated closed-loop system (including higher basal rates and boluses), leading to more insulin on board throughout the night resulting in severe hypoglycemia. At the time of the report, the patient was doing fine but was feeling tired due to the effects of baqsimi. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.